Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the subclavian artery with stenosis. Pre-dilatation was performed using a 4.0x40mm balloon. The 7.0x29mm omnilink elite stent delivery system was implanted, however, it was not fully deployed with an obvious depression in the middle of the stent. Then a 6.0x20mm and a 8.0x20mm balloon were successfully used for post expansion at a higher pressure but neither of them worked. There was no improvement in blood flow and the procedure was completed without other operation. There was no clinically significant delay in the procedure. No additional information was provided. Per the cine review the lesion was not fully prepared to receive the 7.0 mm omnilink elite stent as seen by the reported use of the lesion preparation being completed with a 4.0 mm balloon. Lesion resistance to complete balloon inflation (a contraindication) is confirmed by the physicians attempt to use larger balloons to ¿post-dilate¿ the stent which provided no benefit.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported patient-device incompatibility (wall apposition) could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The omnilink elite¿ peripheral stent system instruction for use specifies to pre-dilate the lesion with an appropriate size balloon dilatation catheter to closely match the lumen diameter proximal and distal to the lesion. In addition, it also states the omnilink elite¿ peripheral stent system is indicated for patients with peripheral artery disease due to de novo or restenotic atherosclerotic lesions in the iliac arteries. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that the images provided do confirm what appears to be the reported ¿depression¿ in the middle of the deployed stent located in the subclavian artery. The deployed stent had an unconstrained diameter of 7.0 millimeter (mm). Prior to the stent deployment the lesion preparation was performed using an undersized balloon (unknown type) measuring 4.0 mm in diameter. Per the instruction for use (IFU) the following ¿indications¿ and ¿contraindications¿ are listed: section 5.0: indications - the omnilink elite¿ peripheral stent system is indicated for patients with peripheral artery disease due to de novo or restenotic atherosclerotic lesions in the iliac arteries. Section 6.0: contraindications - the omnilink elite¿ peripheral stent system is contraindicated for use in: target lesions that are resistant to complete balloon inflation. Per the report, the stent was deployed in the subclavian artery. This vessel is not indicated per the IFU and therefore the deployment site was in an off-label location. In addition, the lesion was not fully prepared to receive the 7.0 mm stent as seen by the reported use of the lesion preparation being completed with a 4.0 mm balloon. Lesion resistance to complete balloon inflation (a contraindication) is confirmed by the physicians attempt to use larger balloons to ¿post-dilate¿ the stent which provided no benefit. In conclusion the root cause appears to be a combination of an undersized final preparation of the lesion and a deployment in an off-label location. The investigation determined the reported patient-device incompatibility (wall apposition) appears to be related to the use errors, as the use of the device to treat a lesion in the subclavian artery (incorrect anatomy) in addition to the incorrect balloon size used to pre-dilate the artery likely contributed to the reported patient-device incompatibility (wall apposition) and observed wrinkled balloon. It was concluded that the root cause appears to be a combination of an undersized final preparation of the lesion and a deployment in an off-label location. The subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.